Event description:
Customer reported that she was unable to fill the reservoir. She insisted there was resistance on the reservoir.

Manufacturer narrative:
Inspected 1 opened reservoir and found reservoir septum missing. Reservoir will leak.